Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open and user was unable to issue medication. A technical support specialist walked the customer through exiting the cubex application and logging back in. After doing so, the customer was able to successfully issue the item. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank, drawer was failed and user unable to issue bumetanide 2mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.